Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic living donor nephrectomy, the transducer broke and could not be used when it was be ing used during the procedure. The procedure was completed with another device. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. Visual inspection noted a broken connecting probe inside the transducer. Functional testing was precluded due to the broken probe connecter. The condition of the instrument precludes further functional testing. The returned sample as received was found not to meet specifications because the sample was received open and the reported condition was confirmed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality specifications. The manner in which the stud broke indicated that the transducer was tightened without the use of the torque wrench which is supplied with each instrument. Replication of the broken stud and improperly oriented probe may occur when the device is over tightened during clinical application. The file will be closed as misuse of the product. If information is provided in the future, a supplemental report will be issued.